Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a "ll lead off" message appeared on the pic ix central monitor, but the inoperative alarm did not sound. A 3-lead electrode was being used on the mms module. There was no adverse event or patient harm reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.